Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and a separation between the female connector and the main body of the twist clamp was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap (separation) between the female connector and main body of a minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.